Event description:
It was reported that the atrial lead exhibited high thresholds at 5 v at 1.0 ms, and greater than 2000 ohms impedance. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.